Manufacturer narrative:
The t:slim x2 basal iq user guide states: the system is indicated for use with u-100 humalog or u-100 novolog insulin. Do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer recently starting using a new brand of insulin (admelog) and blood glucose reached 385 mg/dl with mild ketones. Customer was treated in the emergency room (ER) with three bags of fluid. Customer was released from the ER after 4-5 hours with blood glucose at 255 mg/dl. Customer was feeling exhausted but better. Tandem technical support reminded the contact that admelog is contraindicated. Contact acknowledged and reported that the customer is switching to humalog.